Event description:
The customer reported that the tubing set began to leak after being connected to an IV site of an adult patient. There was no patient harm.

Manufacturer narrative:
Patient age/date of birth was requested but not provided. The customer stated the patient was an adult.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing set began to leak after being connected to an IV site. There was no report of patient harm.